Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 4 was clicking. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that there was a tower door failure due to latch disassembly. A field service engineer (fse) removed the latch column and the latch assembly from the column. The fse cleaned the contacts on the mini switches and applied conductive grease. The wiring harness cable connectors were re-crimped, and the entire assembly was reinstalled in the tower to resolve the issue. The system functioned as intended after the field service engineer repaired the device.